Event description:
A customer reported that reflux occurred two times during surgery. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
No probe was received. No lot number was identified with this complaint; therefore, the device history record for could not be reviewed. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).